Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the bottom due to anincorrect seal. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 28, 2021 - march 01, 2021. H10: the device was received for evaluation. Visual inspection was performed which observed an incomplete sealing at the bottom right and left should port weld area. Functional testing was performed which revealed a leak on the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.